Event description:
It was reported that a patient underwent a knee arthroplasty. Subsequently, patient was revised due to instability. There was no surgical delay. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: catalog#: unknown - kne-nexgen-femorals-unk - lot#: unknown. Catalog#: unknown - articular surface unk - lot#: unknown. G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to correct reportability assessment. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon reassessment of the reported event, it was determined to be not reportable for the tibial component as the instability occurred between femoral component and articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.